Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an issue with the top cover of the cobas e 411 immunoassay analyzer. The operator opened the top cover of the analyzer but not all the way to the end position. After starting to work, the top cover closed very quickly and fell on the operator's finger. The user had a hematoma on the finger; it was not broken. The user had her finger in a finger splint for 1.5 weeks. No further treatment was necessary. No serious injury occurred due to the event. The field service representative (fsr) visited the customer site and found that the hinges of the top cover caused the cover to close very quickly. The fsr replaced the hinges on the top cover. Since the service visit, the customer has had no further issues. The investigation determined the root cause of the event was the hinge issue identified by the fsr.